Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: cutter device, 01/01/2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose tube of the attachment device was bent/damaged. It was determined that the device had missing components, the color band was chipping/fading, and the labeling was missing. It was observed that the device could not insert the cutter device. It was further determined that the bearing was damaged, and the ball bearing and rattle failed. It was observed that the ball bearing fell apart and the internal parts of the ball bearings were missing. It was determined that the extension sleeve was damaged, and both color rings and triangle symbol were missing. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.